Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the right coronary artery. A 2mm x 10mm and a 2.5mm x 10mm unspecified balloon catheters were advanced to the lesion for predilation. Then the 20mm x 2.75mm taxus liberté stent was advanced but was not able to cross the target lesion and stent was damaged during manipulation. The procedure was completed using a 2.75mm x 18mm unspecified bare metal stent. Angiography showed good results. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the right coronary artery. A 2mm x 10mm and a 2.5mm x 10mm unspecified balloon catheters were advanced to the lesion for predilation. Then the 20mm x 2.75mm taxus libert stent was advanced but was not able to cross the target lesion and stent was damaged during manipulation. The procedure was completed using a 2.75mm x 18mm unspecified bare metal stent. Angiography showed good results. No patient complications were reported and the patient's status was stable.